Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient was hospitalized in 2007, due to hyperglycemia. Per the patient, he usually has tight control of his blood glucose. The same day, he was admitted to the hospital with a blood glucose of 300 mg/dl and ketones, he was treated with IV fluids and insulin. He reports that he received no alerts or alarms. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.